Event description:
It was reported that during procedure that the patient's atrial lead had an insulation breach. The physician elected to repair the insulation and leave the atrial lead implanted. There were no patient consequences.